Event description:
This literature case was reported by a healthcare professional and describes the occurrence of device breakage ("the proximal outer coil is no longer attached to the rest of device and appears misaligned") in a 40 year-old female patient who had essure inserted. Literature reference: khati n. J., parghi c. R, brindle k. A.. Multimodality imaging of the essure permanent birth control device: emphasis on commonly overlooked abnormalities. American journal of roentgenology. 2011; 196: w648-w658. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she experienced device breakage (seriousness criterion medically important). No causality assessment was received for essure with regard to device breakage. The reporter commented: a 40-year-old woman presented with severe pain in right pelvis. Frontal view of sacrum from lumbar spine series shows structurally abnormal essure device. First radiodense marker on right microinsert, which corresponds to proximal outer coil, is no longer attached to rest of device and appears misaligned. It may be broken or stretched. Abstract:. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This literature case was reported by a healthcare professional and describes the occurrence of device breakage ("the proximal outer coil is no longer attached to the rest of device and appears misaligned") in a 40 year-old female patient who had essure inserted. Literature reference: khati n. J., parghi c. R, brindle k. A.. Multimodality imaging of the essure permanent birth control device: emphasis on commonly overlooked abnormalities. American journal of roentgenology. 2011; 196: w648-w658. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she experienced device breakage (seriousness criterion medically important). No causality assessment was received for essure with regard to device breakage. The reporter commented: a 40-year-old woman presented with severe pain in right pelvis. Frontal view of sacrum from lumbar spine series shows structurally abnormal essure device. First radiodense marker on right microinsert, which corresponds to proximal outer coil, is no longer attached to rest of device and appears misaligned. It may be broken or stretched. Abstract: quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-jul-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.